Event description:
Report of lead warning due to low atrial impedance at follow-up. X-ray showed apparent lead damage. The atrial lead was removed from service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.